Event description:
It was reported to philips that the device issue was "unable to discharge". The device was reported as being in clinical use at the time of the event. It was unknown at the time of the reporting if the incident occurred while in patient use. It was reported that no patient or user was harmed or experienced an adverse patient impact. There was no initial report of immediate clinical action taken to prevent serious injury or death. Additional information has been requested.

Manufacturer narrative:
Problem statement: it was reported to philips that the device issue was "unable to discharge". Patient involvement: the patient involved was being treated on a hospital ward for cardiac arrest. The date and time of the incident, patient characteristics, and ECG rhythm strips were not provided by the doctor. The doctor said that there was no reaction from the patient's body during the defibrillation. The doctor thought the defibrillator was malfunctioning. The doctor did not use another device to treat the patient. The patient eventually was rescued successfully through CPR. The doctor reported that the patient outcome was not attributed to the device behavior. Device evaluation: the customer requested that a philips field service engineer (fse) be dispatched to the customer site. The fse was not able to reproduce the failure when performing the operational check test and found all tests passed. Resolution and disposition: the fse reported that the issue was not confirmed and there was no trouble found with the device. The device passed all performance assurance testing and was placed back in service. Conclusion: philips cannot rule out a malfunction of the device at the time it was reported. There is no indication of a systemic problem; no further investigation or action is warranted.